Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that the battery been low was due to normal battery depletion. There was no corrosion the cause was unknown, some leads not normal. The action taken was to change the program. The patient was not interested in replacement. The last weight doctor has for patient was (B)(6) kg since 2017. The doctor started that they will consider to do intermittent catheterization if the complete emptying is not better. It was later indicated that patient did not show up on (B)(6) 2019 appointment.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 20-oct-2015, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was told the ¿batteries are becoming low and the leads are corroded¿. The patient stated that they had gradual return of symptoms and was not able to empty their bladder. The issues started about 1-2 years ago. They stated that their doctor put them on a medication to help empty their bladder and was supposed to make them sleepy but it did the exact opposite. The device system was reviewed with the patient. The patient stated that they last time they went to their healthcare professional (hcp) they didn¿t do anything. Their new doctor checked the battery and stated that the battery was running low. The hcp also stated told the patient that their ¿batteries are low and one of the leads are corroded and may need to be replaced at the time the ins is replaced". It was noted that they had an appointment with their managing device physician on (B)(6) 2019 and their ¿kidney doctor¿ at the end of (B)(6) 2019. There were no further complications reported or anticipated.